Event description:
It was reported that the customer's insulin pump had an error alarm during the prime process, and the piston was out of the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose motor drive support disk.